Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. D4: UDI information is unable to be obtained as the product was distributed outside of the united states and d4 UDI is therefore blank. Additional products: d1: heartware ventricular assist system - controller 2.0 d4: model#: 1420 / catalog#: 1420 / expiration date: 31-aug-2021 / serial#: (B)(6) d9: no h3: no h4: mfg date: 12-aug-2020 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with an implanted ventricular assist device (vad) experienced an electrical fault alarm and a high watt alarm while lying on the couch. The patient was called to the hospital immediately after notifying the ventricular assist device coordinator. Logfile analysis revealed ongoing single stator operation. An inspection of the dl identified a loose connector nut and dl connector damage, after a former sheath repair at the end of the strain relief was removed. Specifically, there is a wide gap between the connector nut and connector body. The dl was found to be in relatively good shape for 13 years of service, with no damage to the inner lumen or wires. The controller, which had been in use for four years, was considered a potential cause of the electrical fault. A dl splice repair was performed, and the necessary two vad stops for 10 seconds each time were tolerated well by the patient. The vad remains in use and the controller was replaced.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation and investigation completion. Product event summary: a segment of the driveline cable associated with the ventricular assist device (vad) ((B)(6)) and one (1) controller ((B)(6)) were returned for evaluation. A review of the pump's manufacturing documentation confirmed that the associated device met all requirements for release. There was no evidence that (B)(6) had previously been serviced. A review of the controller's manufacturing documentation was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Visual inspection of the returned segment of driveline cable, as well as on-site inspection and visual evidence provided by the site, revealed a loose driveline connector and a worn-out repair. Further visual inspection of the returned segment of the driveline revealed damage to the outer sheath, damage to the strain relief and outer sheath discoloration. Additionally, visual evidence provided by the site revealed foreign material in the driveline connector. It is likely that the driveline loose connector was perceived as the driveline connector damage. A driveline splice repair was performed to mitigate the reported conditions. Functional testing of the driveline segment revealed that the driveline passed the continuity test and locking mechanism test. Failure analysis of the returned controller revealed that the device passed visual inspection and functional testing. Internal visual inspection of the returned controller revealed a crack on standoff post one (1) within the controller housing; this is an additional finding unrelated to the reported event. Based on an investigation, the root cause of the standoff post crack was determined to be due to mineral oil applied to the controller¿s internal main gasket and/or to the silicone adhesive applied around the controller¿s internal battery coming into contact with the standoff post. The mineral oil and/or silicone adhesive contributed to environmental stress cracking. CAPA pr00517125 is investigating this issue. Log file analysis revealed two (2) electrical fault alarms were logged on (B)(6) 2025 at 15:17:09 and 17:35:22 and three (3) reactivation events were logged on 2025 at 14:44:41, 15:17:09 and 15:17:13 due to an overcurrent condition in the rear stator resulting in the pump running on a single stator (front stator only). An additional two (2) additional reactivation events were logged at 14:53:45 and 15:17:00 due to an overcurrent condition in the front st ator resulting in the pump running on a single stator (rear stator only). Additionally, log files revealed an increase in power consumption and estimated flows to parameters above normal operating range and twenty-one (21) high watt alarms logged on (B)(6) 2025 st arting at 15:17:05, likely due to the increased power consumption required to run on a single stator. Review of the alarm (1) vad disconnect alarm was logged on (B)(6) 2025 at 15:05:38, indicating a physical disconnection of the driveline from the controller, likely due to the reported controller exchange. As a result, the reported electrical fault alarms, high power, driveline sheath damage and driveline connector damage events were confirmed. Based on the investigation conducted under capa00188, the most likely root cause of the driveline sheath damage and observed discoloration may be attributed to multiple factors including design issues and/or exposure to uv light. Even though this CAPA is closed, (B)(6) falls within the bounds of this CAPA. The most likely root cause of the driveline sheath repair damage and the driveline strain relief damage may be attributed to multiple factors, including but not limited to wear and/or handling of the driveline. The most likely root cause of the reported electrical fault alarms, high power and observed reactivation events can be attributed to a short circuit within the driveline cable, likely due to wire damage. Since the entire length of the driveline cable was not returned for evaluation, it is possible that the wires were damaged in a segment which was not received or at the site where the driveline was cut. Capa00221 investigated loose driveline connector issues. The pump was manufactured prior to the implementation of correc tive actions of capa00221. Based on the investigation of capa00221, the most likely root cause of the reported loose driveline connector is the interaction of rtv silicone and epoxy during the connector assembly process that causes a reduction in bonding strength. Even though this CAPA is closed, (B)(6) falls within the bounds of this CAPA. A possible root cause of the observed foreign material in the driveline connector can be attributed, but not limited, to the handling of the device. Additional products: controller 2.0 d9: yes, return date: 26-jun-2025 h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.